Event description:
Related manufacturer reference number: 2017865-2024-34483. It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial and right ventricular leadless pacemakers (lp) were in rom mode. The lps were successfully restored to normal operation. There were no patient consequences.